Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data from a (B)(6) year old female pt alerted zoll customer support on (B)(6) 2014 that the pt was treated at 00:23:30 on (B)(6) 2014. The pt was conscious at the time of the treatment. There were no witnesses reported. The rhythm at the time of the treatment was sinus tachycardia at 110bpm with motion artifact. Motion artifact contributed to the false detection. The pulse that was delivered was 0 joules. It appears that the pt was trying to remove the lifevest at the time of the treatment which result in a pulse delivery of 0 joules. This suggests that the electrodes did not have good contact with the pt's skin at the time of the treatment. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt did not go to the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not gpo to the hosp. Device eval summary: device eval of monitor sn (B)(4) and electrode ne;t sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Mfg date: monitor: (B)(4): 01/01/2010 - reuse; electrode belt (B)(4): 01/01/2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.